Event description:
According to the operative report for surgery performed on (B)(6) 2009, the patient underwent an exploratory laparotomy, sigmoid colon resection with primary anastomosis, and de-torsing and de-rotation of the small bowel with a cecopexy. The primary anastomosis, functional end to end, was performed and the common opening was closed with a ta-60, and the colon was brought together with a 3.0 silk suture. There was a leak at the level of the sigmoid colon, probably at the level of the anastomosis. On (B)(6) 2009, the patient was taken to surgery for an exploratory laparotomy, lavage of the abdomen, and resection of the colon anastomosis with a transverse colon mucous fistula and ileostomy for preoperative and postoperative diagnoses of anastomotic dehiscence with abdominal pain and pneumoperitoneum. The operative report states that the area of the anastomotic dehiscence was in the common opening closed with a ta60. One small area had dehisced, and there was some air and fluid that had leaked out. The ileostomy was brought out through the right lower quadrant abdominal wall.

Manufacturer narrative:
(B)(4).